Event description:
A healthcare worker experienced burning on her left thigh when she placed a tray onto her thigh. The worker had three white dots on her skin and the burn was 4mm in diameter. The worker treated her burns under running water and did not seek medical attention. It was reported that the burn resolved within a day. The new vaporizer plate was placed correctly in the sterilizer.